Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the blood glucose ran high. The blood glucose reading was 600 mg/dl. The set was changed and the cannula was bent. After the set change, the blood glucose went up to 800 mg/dl that night. The set was removed and the cannula was bent again. The caller was advised on proper insertion to avoid bent cannulas. The caller declined further assistance.